Manufacturer narrative:
(B)(4). Date sent: 6/19/2017. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Following information was requested but unavailable: this file was reviewed by a cross functional team during the weekly ae review and the following was requested; where was the site of the bleed? Was the harmonic used in that area? Did patient have any known coagulopathy disorder? Was the patient taking any pre-anticoagulating medication? What power level is routinely used for this part of the procedure? How was the post-op bleed diagnosed? What was the approximate blood loss? Was there any transfusion? What is the current status of the patient?

Event description:
It was reported that following a gastric bypass procedure, the patient was brought back to the or about six hours after the procedure for re-operation for postoperative bleeding from the omentum. The device was used on the omentum when removing the gallbladder, without apparent issue during the procedure. The patient was brought back for re-operation about six hours later on the same day for suspected bleeding. The volume of blood loss is unknown. The surgeon sewed off bleeding vessels of the omentum during the re-operation. It unknown whether a transfusion was needed. The device was discarded after the initial procedure. The patient is reportedly recovering fine now.

Manufacturer narrative:
(B)(4). Additional information received: where was the site of the bleed? Omentum. Was the harmonic used in that area? Yes. Did the patient have any known coagulopathy disorder? No. What power level is routinely used for this part of the procedure? 3 and 5. What was the approximate blood loss? One liter. Was there any transfusion? Yes. What is the current status of the patient? Alive and well.